Event description:
Customer reported an issue with incorrect time settings on their pump, discovered during an update of personal profiles. Blood glucose levels remained within normal range and did not result in values above 500 mg/dl or below 54 mg/dl. Technical support assisted by helping to update the pump time and advised the customer to monitor the device and report if the time discrepancy persists, which the customer understood and acknowledged.